Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer finished working out and the pump was next to moist workout clothing. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.